Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown. Customer stated that they got failed battery test alarm while changing the infusion set. The customer was advised to monitor the pump. The customer was advised that they will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The insulin pump will not be returned for analysis.